Manufacturer narrative:
Date rec¿d by MFR : 08aug2019, date of report : 14aug2019. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen device failure issue. The fse replaced the flow sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported oxygen device failure. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported oxygen device failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.